Event description:
During biomed testing the device displayed a "low batt" message and shut down. Upon power up, the device's battery became very warm, smoke was seen emitting from the device, and the display went blank. The battery was removed from the device; housing was damaged. There was no patient involvement in the reported malfunction.